Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 347 (mg/dl) and moderate ketones. A correction bolus was delivered to address bg levels. Reportedly, customer believes the pump settings possibly contributed to their elevated bg levels. It was recommended that the customer contact their health care provider to discuss pump settings and diabetes management. Customer acknowledged.